Event description:
It was reported that pump repeatedly displayed cartridge change error for about a month, requiring multiple attempts to load cartridge, and continued to show the error even after trying several cartridges from different boxes. There was no adverse impact to the customer's blood glucose level. Customer inspected and cleaned pump components as instructed, attempted multiple cartridge loads without success, then was advised to switch to multiple daily injections as backup therapy while tandem arranged replacement pump shipment, provided instructions for storage and return of problematic pump, and explained need to program settings and reconnect sensor on replacement device.